Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe there were scale marking issues. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2010740. Medical device expiration date: 31jan2027. Device manufacture date:10jan2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe there were scale marking issues. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: d4: medical device lot #: 2010740; d4: medical device expiration date: 31-jan-2027; h4: device manufacture date: 10-jan-2022. H6: investigation summary: customer returned (4) syringe 0.3ml 30ga 8mm in a clear polybag and one empty seal opened packaging polybag. All the syringes were visually examined and observed no issues. All the syringes were inspected via gauge to ensure correct placement of the graduation markings and observed all the return samples found to be within permitted specifications. Hence, the alleged issue could not be confirmed based on the samples return for investigation. A review of the device history record was completed for batch # 2010740 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause could not be determined because the issue could not be confirmed.